Event description:
A home peritoneal dialysis pt (hp) developed persistent peritontis requiring hospitalization. The hp's spouse contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during dwell 5 of their automated peritoneal dialysis therapy. While troubleshooting, the hp's spouse indicated that the "hp just got out of hosp from infection". No follow up details have been provided by the hp's primary nurse as she is temporarily out of the office; however, the nurse's colleagues provided a small amount of additional info. The first colleague indicated that the home pt presented in 5/2003 for "another" cell count which reportedly confirmed the continuing presence of an infection. Subsequently, the hp continued on cefazolin (dose and route unknown) for an additional 2 weeks, in addition to initiating a course of rifampin (dose unknown) orally. Per the second colleague in 5/2003 the hp was "rehospitalized" due to the peritonitis episode and the notation of a leaky catheter. They indicated that the catheter had "pin holes" in it. They advised that she's not sure if the leaky catheter was associated with the initial peritonitis episode, or if it was something that developed mid-episode preventing the pt from recovering. The second colleage also related that the pt recently had pleural effusion. Per second colleague, the hp is currently in the hosp where hp has had the pd catheter removed and is being prepared for hemodialysis. The second colleague stated that she is unsure whether the hemo therapy will be temporary or permanent.